Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. It is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. 2. The foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited burn on the plastic distal end cover and foreign material in the insertion tube. There was no patient involvement.